Event description:
It was reported that during a shoulder procedure using a 3.0mm tapered twist drill, the drill bit broke while drilling a hole into the bone. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.